Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable free triiodothyronine (ft3) result for one patient sample and questionable antibody to thyroglobulin (anti- tg) results for two patient samples. Of the data provided, only the ft3 results were a reportable malfunction. The initial result was 0.99 pg/ml. As this result met the retest criteria for the customer, the sample was repeated on another analyzer with results of 2.74 pg/ml and 2.64 pg/ml. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number was 185694. Expiration date was provided as "2016.apr." The field service representative checked the sample probe liquid level detection voltage, but found no problem. He changed the sample probe and checked the new sample probe liquid level detection voltage and adjusted it. He ran performance testing which failed and ran controls. He reset the calibration, performed adjustments, calibrated the blank calibration, and repeated performance testing. No problems were found. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.